Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks during different episodes while the patient was engaging in physical activity. Technical services (ts) was consulted, and it was found that the device was in end of life (eol) status; therefore, no data was available for review. Ts suspected that the shocks delivered were inappropriate. This crt-d was explanted due to normal battery depletion. This device was successfully replaced. No adverse patient effects were reported. At this time, this crt-d has not been returned to boston scientific.